Manufacturer narrative:
Product ID: 3877-45, lot# b0950426k, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead; product ID: 3877-45, lot# b0959279k, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead; product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: extension; product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative (rep) reporting that during the lumbar operation one of the surgeons decided to explant and replace the lead with an MRI lead with the same device. The ins was still in use.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot#: b0950426k, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. Product ID: 3877-45, lot#: b0959279k, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. Product ID: 37081-60, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: extension. Product ID: 37081-60, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(4), ubd: 08-jun-2013, UDI#: (B)(4). Product ID: 3877-45, serial/lot #: (B)(4), ubd: 29-jun-2013, UDI#: (B)(4). Product ID: 37081-60, serial/lot #: (B)(4), ubd: 15-jun-2013, UDI#: (B)(4). Product ID: 37081-60, serial/lot #: (B)(4), ubd: 15-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) for a clinical study reported the lead and extensions were explanted without replaced due to a lumbar operation. There was a report of a lead with replacement. Factors that may have led or contributed to the issue remain unknown. It was unknown if the issue was resolved. Relevant medical history includes neuropathic- injury to tissue of nervous system and failed back surgery syndrome (fbss) in 2007. Medical history includes the patient having back pain with leg pain and both are equal. The reason for the pain was a herniated disc.